Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had a blank screen display. Caller reported that display screen went blank with certain battery type. Battery only lasted 3 days. Customer's blood glucose was 180 mg/dl. Insulin pump would be replaced.